Event description:
Detector collision: the system had a "gantry 1 rotate not pinned" error. The head end lock-outlock clutch shaft spun, but did not move the eccentric which positioned the pawls incorrectly. The head end pins were disengaged and in the process of rotating 180 deg. The foot pin separated from the pawl resulting in the detector crash. The event occurred during programmed motion of the detectors. The operator's manual states that the pt should not be on the table during programmed motion of the detectors. There were no injuries to users, pts, or other personnel. Immediate action taken: the service tech obtained and installed new rotator pins and both pin drive clutches. Tested and calibrated the system to verify proper system operation.